Event description:
It was reported that a malfunction occurred on the customer's pump, possibly due to being dropped, causing the blood glucose level to exceed 500 mg/dl. The customer addressed the high blood glucose level with a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Tandem technical support decided to replace the pump with one that has updated software, and they provided guidance on using new equipment, storage, and return procedures.